Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 12 seconds and a monitoring voltage of 2.84. This CT was questioned. Boston scientific technical services (ts) discussed the CT extension for this device. The device was later explanted for unknown reasons and was returned for analysis. Routine initial device testing indicated that detailed analysis was required. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.